Event description:
Reportedly, the subject pacemaker showed during consecutive follow-ups a remaining longevity, which is not realistic as visible in next follow-up. As a result, finally the recommended replacement time has unexpectedly been met. The device was explanted and will be returned for analysis.

Event description:
Reportedly, the subject pacemaker showed during consecutive follow-ups a remaining longevity, which is not realistic as visible in next follow-up. As a result, finally the recommended replacement time has unexpectedly been met. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis confirmed that electrical characteristics of the returned device were within specifications.

Event description:
Reportedly, the subject pacemaker showed during consecutive follow-ups a remaining longevity, which is not realistic as visible in next follow-up. As a result, finally the recommended replacement time has unexpectedly been met. The device was explanted and will be returned for analysis.